Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. On ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, pain and material deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. Note, the manufacturing date (15-jul-2008) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with umbilical hernia and right inguinal hernia, thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1) and 3dmax mesh (device #2). Per operative notes, ¿the umbilical hernia sac was identified and excised. Then a ventralex patch (device #1) was placed into the umbilical defect using sutures. The indirect inguinal hernia sac was dissected off the spermatic cord as well as a moderately large lipoma. Then a 3dmax mesh (device #2) was introduced and placed in the preperitoneal space and tacked to the pubic symphysis, cooper's ligament, and transversalis medially.¿ (B)(6) 2013 - patient was diagnosed with recurrent umbilical hernia and left inguinal hernia, thereby underwent laparoscopic repair with removal of ventralex mesh (device #1) and implant of ventralex st mesh (device #3) and 3dmax mesh (device #4). Per operative notes, ¿there was some incarcerated fat along the umbilicus, which was resected. There was a meshoma around the old ventralex mesh (device #1) and both were removed. Then a ventralex st mesh (device #3) was placed over the umbilicus defect using sutures. There was a moderate sized lipoma which was reduced from the internal ring. A 3dmax mesh (device #4) was placed on the left preperitoneal space and tacked to the pubic symphysis and cooper's ligament.¿ attorney alleged that the patient had pain and hernia recurrence.